Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, keypad overlay texture damage, faded serial number label, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that long crack beginning from the top of the insulin pump, all along the length of battery tube. The insulin pump will be returned for analysis.